Manufacturer narrative:
The lot number for the device was not provided, therefore the device history records could not reviewed. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately five days post feeding tube implant, the tube allegedly dislodged. There was no reported patient injury.

Event description:
It was reported that approximately five days post feeding tube implant, the tube allegedly dislodged. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: neither a lot history review nor a device history record (DHR) review could be performed as the lot number was not provided. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one tri-funnel 18f was returned for evaluation. Visual and microscopic evaluations were performed. Slight discoloration was noted around the balloon as well as striations on the surface of the balloon. There was a small hole noted amid the striation marks on the surface of the balloon. The investigation is confirmed for the observed hole on the balloon. One (1) electronic photo was reviewed. The photo shows the balloon portion of the feeding tube under a light and a small hole can be seen on the surface of the balloon. Striations on the surface can also be observed around the hole. The sample appears clean. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event.